Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (1 g, intraperitoneally, once every fourth day, duration was not reported) and amikacin (250 mg, intraperitoneally, once a day, route and duration were not reported) for peritonitis. Dianeal therapy was ongoing. The outcome of the event is not reported. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).